Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient was getting good stimulation last night ((B)(6) 2018) then they lost it and today ((B)(6) 2018) the controller will not connect to the ins. The rep stated that the no device found screen is being displayed when they try connect. It was reviewed how to use the recharger function of the controller. Rep ran through passive recharge process. The manufacturing representative (rep) indicated that the patient attempted this yesterday as well. The rep was not able to communicate with ins after doing the passive recharge. Rep wanted to reset the device. Reviewed use of the disabled device function. The rep indicated that after the ins was disabled he was able to successfully communicate with the ins using the controller. The controller was charging the ins, it showed battery at 80% and ins had the red battery indicator. The issue was resolved after trouble shooting. No further patient symptoms or complications were reported in this event.